Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ alert during a rewind while attempting a supply change, and repeated restart and rewind attempts did not resolve the issue, consistent with a mechanical problem during fill/rewind. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user transitioned to backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a device malfunction that prevented completion of the rewind step. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.